Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: 2021.02.000338) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), skin depigmentation ("spots on the face"), peripheral swelling ("swelling on the legs"), fatigue ("fatigue"), umbilical discharge ("umbilical discharge"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic / hypersensitivity"), musculoskeletal discomfort ("lumbar discomfort"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, migraine, peripheral swelling, fatigue, umbilical discharge, alopecia, arthralgia, myalgia, dizziness, nausea, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, muscular weakness and vulvovaginal discomfort outcome was unknown and the vomiting and skin depigmentation had resolved. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, dizziness, fatigue, hypersensitivity, migraine, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, peripheral swelling, skin depigmentation, swelling, umbilical discharge, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomiting") with migraine, skin depigmentation ("spots on the face"), peripheral swelling ("swelling on the legs"), fatigue ("fatigue"), umbilical discharge ("umbilical discharge"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic / hypersensitivity "), musculoskeletal discomfort ("lumbar discomfort"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, peripheral swelling, fatigue, umbilical discharge, alopecia, arthralgia, myalgia, dizziness, nausea, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, muscular weakness and vulvovaginal discomfort outcome was unknown and the vomiting and skin depigmentation had resolved. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, dizziness, fatigue, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, peripheral swelling, skin depigmentation, swelling, umbilical discharge, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.